Manufacturer narrative:
No technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo shows broken phacoemulsification tip. Reported issue confirmed from photo. The evaluation of the attached photo confirms the broken near the distal end and broken inside the eye noted by the customer. However, per the initial description, it stated " also surgeon has agreed he has reused the tip for more than 5 operation theaters (ot) days". Based on the evaluation of the information, the investigation concluded that the root cause of the reported event is related to use error. The following factors outlined in the reported product¿s direction for use (dfu), there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that balanced tip got broken near the distal end and broken inside the eye unfortunately nothing happened to the patient and surgeon had managed to take out the broken tip with forceps during the surgery. The surgery completion details and procedure type was unknown.